Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked battery tube threads, scratched lcd window, and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 315 mg/dl. Troubleshooting was performed. The device was returned for analysis.